Event description:
It was reported that following the implantation of a retroarc sling the patient presented with a mild urinary tract infection with "urine dark, cloudy with mucous and a foul odor." Medication was administered on (B)(6) 2014. The event was considered resolved on (B)(6) 2014. There were no further patient complications reported as a result of this event.